Manufacturer narrative:
(B)(4). Results:bd received a photo of the device indicating the leakage, location appears to be in the tubing area near the np end. A sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while using the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in there was blood leakage at the push button site. No mucous membrane exposure reported. No injury or medical intervention.